Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error message (error test strip problem). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began 6 weeks prior to her contacting lfs. She stated that she was on no medication at the time of the alleged issue. The patient alleges that at an unknown time, after the meter issue began, she developed symptoms of ¿shaking, light-headed and gets cold¿. She denies requiring or receiving treatment for the alleged symptoms. During troubleshooting the csr noted that the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.